Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing an elevated blood glucose level up to 600 mg/dl requiring treatment by physician; treatment received was not provided. Caller alleges issues with bent cannulas; does not use an insertion device. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Three used headsets of the same lot were returned. All three cannulas had a bend in them.